Event description:
It was reported that an ilet insulin pump repeatedly displayed ¿unable to proceed,¿ entered this state when attempting rewind, and showed recurrent restart alerts associated with motor current sense failure; the cgm was not pairing and attempts to change supplies did not resolve the issue, so the user was advised to transition to backup subcutaneous insulin therapy and a replacement pump was arranged. Symptoms included no reported physical symptoms despite cgm readings indicating high glucose. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included guided troubleshooting with the caregiver, multiple restarts, a dry run with supplies, and arrangement for device replacement with return of the nonfunctioning unit. Investigation of this device revealed persistent pump restart behavior with a motor current sense failure consistent with an internal pump malfunction affecting the motor/control assembly. It was concluded that the cause was a device malfunction related to internal component failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.